Event description:
The customer stated he usually gets blood glucose readings on the contour meter that are 50-60mg/dl higher than the readings he gets on a different meter. He could not provide specific readings. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer returned the test strips for evaluation. Replacement meter and test strips were sent.

Manufacturer narrative:
The customer test strips were received by qa in a baggie, so testing was not possible. High results could have been caused by customer not storing the strips correctly. Retention lot gave satisfactory performance.